Manufacturer narrative:
06/06/2007: initial report sent to FDA.

Event description:
Reportedly, after instrument was fired, the anvil would not separate or tilt. The instrument could not be removed from the pt so it was cut out. The anastomosis was removed and another stapler was fired. Incident added one hr to surgical time. Unintended placement of a loop ileostomy. Procedure lar.